Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the inspection, the cable had a scratch, and internal water was flooded from the scratched portion. It is presumed that the cable was damaged due to handling and the ccd failed due to water immersion from it, resulting in a defective image. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during receipt inspection of the subject device, the endoscopic image got abnormal. There was no report of patient injury associated with this event.